Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the analog board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.